Event description:
The customer reported that a flame occurred at the tip of a covidien es pencil during use. There wasn't any injury to pt or staff. The incident pencil was discarded by the site.

Manufacturer narrative:
(B)(4). The incident device was discarded by the site and is not available for eval. Without a sample, or a product number/lot number, an investigation is not possible.